Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose level was 424 mg/dl and other blood glucose level was 361 mg/dl. Customer stated that the insulin pump had insulin flow blocked alarm. Customer had not tried all remedies. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the auto mode was not active at the time of incident.